Event description:
Leica microsystems received a complaint stating, that a m525 f40 caused a burn on a patient. The burn was described as a superficial partial thickness 2nd degree burn approximately 2 cm by 1/2 -1 cm on the outer ear and on the lateral face.